Event description:
It was reported that the nurse had a sensica device that was connected to a temperature sensing foley. The nurse stated that the patient temperature started off at 36c and was stable, then the sensica device suddenly reported a jump in temperature to 43c, then displayed the "****" meaning the device temperature was out of range. The nurse checked the temperature cable connections and was able to confirm that all connections were fully together.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse had a sensica device that was connected to a temperature sensing foley. The nurse stated that the patient temperature started off at 36c and was stable, then the sensica device suddenly reported a jump in temperature to 43c, then displayed the "****" meaning the device temperature was out of range. The nurse checked the temperature cable connections and was able to confirm that all connections were fully together.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is part geometry. However this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "IFU for properly charging the device: when first using the sensica uo system, the internal back-up battery may require charging. Plug the system into a medical grade wall supply using the power cord provided, and allow a 20 hours to charge battery. To avoid battery drainage over time, is recommended to keep the system plugged into the wall during use whenever possible. The battery will recharge when the system is plugged into a wall supply. Cautions: during system start up and in general practice, plug the sensica uo system into a wall power supply whenever possible. After using the system on batter back-up, plug it back into the wall power supply recharging and to avoid system shut down due to a drained battery." Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had a sensica device that was connected to a temperature sensing foley. The nurse stated that the patient temperature started off at 36c and was stable, then the sensica device suddenly reported a jump in temperature to 43c, then displayed the meaning the device temperature was out of range. The nurse checked the temperature cable connections and was able to confirm that all connections were fully together.